Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014; evolutpro-29-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with loose bowels for days and magnesium and potassium levels out of range. On initial check, transient episodes of t-wave oversensing was observed possible due to electrolytes out of range. Sensing was adjusted on the right ventricular lead and all lead tests were in expected range. The patient will be monitored and the right ventricular lead remains in use. No patient complications have been reported as a result of this event.